Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure, a 3.0 x 28 mm xience v stent was deployed in the proximal first obtuse marginal lesion, and a dissection occurred at the distal edge of the stent implant. The dissection required treatment with an additional stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - dissection in the IFU is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. In addition, the IFU cautions that "implanting a stent may lead to vessel dissection and acute closure requiring additional intervention." In this case, although dissection is a known adverse event associated with coronary stenting, a conclusive root cause for the reported dissection and the relationship to the device, if any, cannot be determined.